Event description:
A report was rec'd that alleges that the listed device was found to be leaking at the inflation line after approximately 1 month in situ. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Add'l manufacturer narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.